Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device inspection, it was observed that the adhesive around the objective lens of the flex 3d deflectable videoscope was peeled. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h8. Additional information added to field: h3, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the event was caused due to external factors or handling of the device. However, a definitive root cause could not be determined. The following is included in the instruction for use (IFU): operation manual chapter 3 ¿preparation and inspection¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.